Event description:
The following article was received based on literature review. Article: femtosecond laser-assisted cataract surgery in patients with prior glaucoma surgery. A retrospective case study was done to assess the 1-year efficacy and safety of femtosecond laser-assisted cataract surgery (flacs) in glaucomatous eyes with prior glaucoma surgery. A total of 57 eyes of 46 patients underwent femtosecond laser-assisted cataract surgery (flacs) and were divided into two groups: flacs only groups (n=31 eyes) and the glaucoma-flacs group (n=26 eyes). The femtosecond laser surgery was performed using the catalys precision laser system (abbott medical optics inc.). The most common adverse event was early postoperative intraocular pressure (iop) spikes among 20 eyes (n=11 in flacs-only group vs. N=9 in glaucoma-flacs group). All episodes of iop spikes resolved within a week. Among the 20 eyes with iop spike, anterior chamber paracentesis was done in 4 eyes, wound burp was performed in 4 eyes, and needling was done in 3 eyes. Posterior capsular opacification was another common postoperative adverse event, observed among 12 eyes within the first postoperative year. Among these eyes, 1 eye experienced transient bleb leak postoperatively noted at post-op day 1 in which the leak sealed spontaneously at post-op week 3 without any surgical interventions. One eye that underwent flacs combined with cypass experienced hyphema at post-op day 1 and subsequently developed peripheral anterior synechiae for which received yag synechiolysis. An additional eye experienced hypotony at post-op month 1 that was similarly treated with atropine drops without any sequelae. One eye experienced uncomplicated blebitis at post-op month 6 which was treated with topical antibiotics. Three eyes experienced cystoid macular edema, 1 in the flacs-only group (post-op month 2) and 2 in the glaucoma-flacs group (post-op month 4 and 5), all of which resolved with nonsteroidal anti-inflammatory drops. Epiretinal membrane was observed in 2 eyes at post-op month 2 and 10. One eye that underwent stand-alone flacs developed drance hemorrhage at post-op month 10.

Manufacturer narrative:
Section b3: date of event: exact dates not provided, article acceptance date is (B)(6) 2022. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section e1, telephone number, (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. G4: this report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. Citation: salimi, a., qi, s., harasymowycz, p. (2022). Femtosecond laser-assisted cataract surgery in patients with prior glaucoma surgery. J glaucoma. 2022 jul 1;31(7):547-556. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.